Event description:
A customer received a "replace sensor" error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. As a result, the customer experienced "no symptoms" and was unable to provide self-treatment. The customer had contact with a non-healthcare professional (hcp/caregiver) who provided chocolate and cake as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.